Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the calcified and tortuous distal diagonal artery. A perforation occurred at the distal diagonal. The 2.8 x 19 mm graftmaster was advanced to treat the perforation; however, the graftmaster stent delivery system (sds) was unable to cross to the target site. The graftmaster sds was removed and additional pre-dilatation was performed. The physician re-inserted the graftmaster sds; however, the device was still unable to cross and was removed. The physician then treated the perforation with balloon dilatation and the perforation was sealed. The patient was then taken for coronary artery bypass graft (CABG) surgery treating other coronary arteries. Per physician, the CABG procedure is unrelated to the graftmaster stent. Post surgical procedure, the patient is doing well. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the device was removed from the anatomy and the same rx graftmaster was reinserted. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use (IFU), states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. It is unknown if the IFU deviation contributed to the reported event. In this case, it is likely the device interacted with the heavily calcified, moderately tortuous, 90% stenosed lesion during advancement resulting in the reported failure to advance. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.